Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip arthroplasty at hospital of cabueñes. Subsequently, a revision procedure was performed due to polyethylene liner wear. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.